Event description:
The customer reported via phone call that he was experiencing low blood glucose levels. The customer's blood glucose was 45 mg/dl. The customer ate cheese afterwards to raise his blood glucose. Through troubleshooting, it was found that the drive support cap appeared normal. The customer was advised to monitor the insulin pump and call back if issues persisted. The customer was advised to not use the insulin pump until he spoke to his doctor regarding the insulin pump settings. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.